Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which ws unable to be reproduced. Constant downstream occlusion was confirmed through ehl and was determined to be caused by a failed downstream tubing guide. The failed downstream tubing was replaced.